Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on the night of (B)(6) 2025, the patient went to bed feeling fine with a "normal" cgm reading. Around 6:00-6:30 am of (B)(6) 2025 the patient woke up and started vomiting with diarrhea. The parent then decided to do a bg test which showed 222 mg/dl while the cgm was 67 mg/dl. The parent immediately called their doctor who advised them to remove the sensor and treat the patient with insulin using their tandem pump and take the patient to the emergency room (ER). She replaced the sensor and adjusted the insulin supply thru the tandem pump to 0.58 units of humalog then drove the patient to the emergency room. At the emergency room, the first bg test showed 216 mg/dl while the cgm was 210 mg/dl. The patient was given IV fluids and IV zofran. A ketone test was also performed through blood which showed high (unspecified value) but the doctor said that he did not go on dka. The patient stayed at the ER for an hour and went home feeling better with a normal glucose level (cgm 120 mg/dl vs bg 121 mg/dl). No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.